Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a frozen display. The blood glucose level was 74 mg/dl. Customer stated that they tried the frozen display guide but it kept getting stuck and freezing in certain spots. The products will not return for the analysis.